Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) cardiac ablation procedure with a qdot micro catheter and experienced a pericarditis and a cardiac tamponade that required draining of the pericardium. It was reported that a pvc was mapped with a carto system. The right ventricular outflow tract (rvot) was mapped first with sound catheter and later with qdot micro catheter. During mapping in the rvot free wall, the patient (that was not sedated) took a big yawn. A few minutes later, the physician noticed that the blood pressure was lower. The sound catheter quickly discovered a pericardial effusion and the right actions could take place to treat the acute tamponade. The patient was stable in the lab and quickly recovered once the tamponade was gone. No suspicion that this was caused by the catheter, and no surgery delayed due to the reported event. The procedure was not successfully completed. Additional information was received on 30-apr-2025. The intervention provided was draining of the pericardium of blood. The patient required extended hospitalization at least two extra days because the drain and maybe signs of pericarditis. The patient did not require cardiac surgery. The physician¿s opinion on the cause of this adverse event was patient condition and circumstances. No catheter exchanges occurred during the procedure, and no transseptal puncture sites were performed during the procedure. The event occurred during mapping phase. Prior to noting the cardiac tamponade, no ablation was performed, and there was no evidence of steam pop. The flow settings were standard for qdot micro catheter. Additional information was received on 08-may-2025. The patient is fully recovered.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).